Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to deliver a bolus of 1 unit; however, accidentally delivered a bolus of 12 units. The customer reported immediately after delivering the bolus request, the customer disconnected from the pump, and blood glucose (bg)level was 213 mg/dl. The customer confirmed bg levels would continue to be monitored. During a follow-up, the customer reported due to removing the pump, the customer's bg level elevated to 262 mg/dl. The customer delivered a correction bolus. During an additional follow-up call, it was confirmed that the customer's bg level decreased to target range and was 206 mg/dl.